Event description:
It was reported that this right ventricular (rv) lead was noted to exhibit high out of range shock impedance as well as r-waves below the recommended value. Technical services (ts) provided troubleshooting recommendations for this case and discussed the potential associated risks related to the lead behavior. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was noted to exhibit high out of range shock impedance as well as r-waves below the recommended value. Technical services (ts) provided troubleshooting recommendations for this case and discussed the potential associated risks related to the lead behavior. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the implantable cardioverter defibrillator (ICD) device was explanted and the rv lead was partially explanted, which is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was noted to exhibit high out of range shock impedance as well as r-waves below the recommended value. Technical services (ts) provided troubleshooting recommendations for this case and discussed the potential associated risks related to the lead behavior. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the implantable cardioverter defibrillator (ICD) device was explanted and the rv lead was partially explanted, which is expected to be returned for analysis. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted the lead was returned severed approximately 42 centimeters from the tip end. Only the distal segment was returned. Calcification of body fluids on the distal and proximal shocking coils was also observed. Resistance test was completed to assess lead electrical performance. Measurements throughout were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal and proximal shocking coils. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.